Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Ligation alleges personal and economic injuries, elevated cobalt and chromium levels, adverse local tissue reaction, pain, loss of mobility, illnesses, pseudotumor, and injuries. No labs were provided for the alleged elevated metal ions. Operative notes stated that there was a large effusion, there was granulomatous inflammation involving the hip capsule. The abductors were alive and viable. There was mild osteolysis around the proximal medial femur. Revision notes stated that the capsule was patulous and expanded. There was corrosion both at the trunnion and adapter sleeve. The acetabular component was easily removed without bone loss. We inspected the outer surface of the acetabular component. There was no bone on growth, only fibrous material present. The previous acetabular component was in poor position and placed with a high hip center. Doi: (B)(6) 2009, dor: (B)(6) 2019, right hip.